Manufacturer narrative:
It is unknown if any parts or repair have been conducted in relation to the alleged complaint. If additional information is received later, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit would not trigger. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The customer refused our service because the machine was out of warranty, and he didn't provide any details to engineer. It is unknown if repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.